Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d8, d9, h4 the device was returned to olympus for inspection and the reported failure of wire boken and exposed was confirmed. Based on the results of the investigation a possible cause could include stress and degradation problems. The most probable cause is traced to component failure. Olympus will continue to monitor field performance for this device. The initial report was sent in error as the broken and exposed wire would not cause or contribute to a death or a serious injury if it were to recur

Event description:
No additional information reported by customer.

Event description:
It was reported that the uretero-reno fiberscope had broken and exposed wires. It was unknown when the event occurred. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.